Manufacturer narrative:
Additional info: b5 event updated. G3 follow-up information received. H6 updated.

Event description:
Additional information was received on 11/6/2023: this occurred on the back table during the procedure. The first fiberloop needle used was part number ar-7234. Two more ar-7234 fiberloop needles were opened, but the nitinol loop on the needles broke. The ar-1588tnt2 fibertag tightrope ii abs needle broke off the suture on the tibial side during the first pass. The case was delayed about forty-five minutes, but no additional anesthesia was needed. The patient suffered no negative effects on or after the surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/16/2023, it was reported by a sales representative via email that an ar-1588rtt2-ib fibertag tightrope ii needle fell off the fibertag on the first pass through the tendon. Another ar-1588rtt2-ib fibertag tightrope ii was opened, and on the third pass, the needle fell off again. A fiberloop needle was opened but the sutures from the tighrope would not fit in the needle. Two needles were broken this way until the surgeon finished the stitching on the femoral side. On the tibial side, the needle broke off the suture during the first pass through the fibertape. Three additional fiberloops were opened to complete the stitching. This was discovered during a quad tendon acl procedure on (B)(6) 2023. Additional information was requested.

Manufacturer narrative:
The complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, the error involved applying excessive force, most likely by pulling the needle. Direction for use. Dfu-0147 at revision 1. G. Precautions. ¿ 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.